Event description:
The instrument was used during a laparoscoic cholecystecotmy. It was reported that the top gasket seal was torn causing a lot of air to leak through the trocar. The surgeon was unsure when the tear excatly occurred. A j-hook cautery tip was used to extract the gall bladder from the liver bed. There was no consequence to the pt.